Manufacturer narrative:
H3 other text : device not returned to manufacturer..

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging black particles. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging black particles. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The device was returned to third party service center and evaluated. Evaluation result stated that the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. In the previous report, section g2 report source was missing. It has been updated/corrected in this report.